Manufacturer narrative:
(B)(4).

Event description:
It was reported that hex tool (hx1.25) fractured at the tip. Doctor was able to compete the procedure.

Manufacturer narrative:
During the investigation, the device was not found to be fractured as reported in MFR 0001038806-2018-00535. That was submitted on may 15, 2018. The event no longer meets reportable requirements. No further medwatch submissions will be made.